Event description:
It was reported that the cassettes began to beep on the pump. The no disposable alarm occurred. The patient was unable to resolve. The patient changed to backup pump and immediately the pump alarmed with a steady beep in stop mode. Patient changed to a new cassette and issue resolved. No patient injury was reported.

Manufacturer narrative:
Catalog number and unique identifier are unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. G5: 510k number is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.